Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "one of the attendings reported they have had a lot of guide wire issues lately resulting in them having to open 2nd and sometimes 3 kits to complete the placement. I need to get more information". Additional information received reports "the guidewire is getting caught on the needle bevel when they go to remove the needle from the guidewire. They end up removing the needle and wire at the same time when they meet resistance." There was a kink in the guidewire. Another kit was used. There was no patient harm or injury. No medical intervenition required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "one of the attendings reported they have had a lot of guide wire issues lately resulting in them having to open 2nd and sometimes 3 kits to complete the placement. I need to get more information". Additional information received reports "the guidewire is getting caught on the needle bevel when they go to remove the needle from the guidewire. They end up removing the needle and wire at the same time when they meet resistance." There was a kink in the guidewire. Another kit was used. There was no patient harm or injury. No medical intervenition required. The patient's current condition is reported as "fine".